Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered elective replacement indicator (eri) due to a measurement lock-up issue and was in vvi-65 mode. The device was reprogrammed to ddd mode and was no longer indicating eri. The device remains in use. No patient complications have been reported as a result of this event.